Event description:
In 01/2001 at 7:30/a and 7:45/a, the pt tested on pt's one touch basic enhanced meter with both results being 125mg/dl. Pt reportedly had dropped the meter twice, before and after these results feeling sick and nauseous, pt did not take the morning insulin, but went to the "ER" where a 9:00/a lab result was 467mg/dl. Pt was treated with IV insulin and fluids for dehydration and discharged at 2:00/p. The meter is cleaned with alcohol, a practice that is warned against in the product's instructions for use.